Event description:
It was reported the pt had been experiencing difficulties initiating a communication between the ipg and the charging system. The pt had observed a low battery warning. Surgical intervention was undertaken to explant and replace the pt's ipg with a different model ipg. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.